Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to a calibrated laboratory device. This complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2015. At this time the patient obtained a blood glucose result of "160mg/dl" on the subject meter and "132mg/dl" on the laboratory device, within 10-30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not make any changes to their regular diabetes management regimen as a result of the alleged product issue. An unspecified period of time after this issue occurred, the patient developed the symptom of "stressed", but denied receiving any form of treatment as a result of this. At the time of troubleshooting, the csr confirmed that an approved sample site was used to obtain the results and the patient's testing technique was correct. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs's criteria for accuracy.